Event description:
A voluntary MDR report was received on (B)(6) 2023. It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR report no. Mw5115348.